Manufacturer narrative:
Evaluation results: related to operational context ¿ (event was most likely procedural related). Lesion morphology - (vessel stenosis). Inherent risk of procedure - (stent deformation). Deformation problem. Conclusion results: operational context caused or contributed to event - (event was most likely procedural related). Lesion morphology - (vessel stenosis). Inherent risk of procedure - (stent deformation). (B)(4).

Event description:
It was reported that the target vessel (svbg) exhibited stenosis. During the surgery, the 2.5mm diameter x 30mm endeavor resolute drug eluting stent failed to pass the target lesion. The physician changed another stent to complete the surgery. When the device was returned to the manufacturing facility for evaluation and through analysis of the returned device, the stent was observed to be deformed. Device evaluation: the distal tip was slightly flared. Initial mandrel movement failed due to a blockage in the inner lumen. Multiple struts from the 14th proximal stent segment were raised, deformed and pulled distally. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).